Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the atb45 instrument could not be closed. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.